Event description:
During the ventilation of a pt, the non-return valve belonging to the expiratory outlet is remained stuck and didn't open. The pt was not able to exhale as a result the servo 300 launcher a new cycle continually until the pressure reached the limit and activated the alarm.